Manufacturer narrative:
Additional information film evaluation summary: the reported bifurcate migration of approximately 3cm was confirmed. The anatomy at implant is unknown and earlier post-implant images were not provided for comparison. While the exact cause could not be determined from the films provided, it appears that disease progression (aortic neck dilatation) most likely contributed to the migration, resulting type I endoleak, and likely pressurization of the aaa. If information is provided in the future, a supplemental report will be issued.

Event description:
Intervention was completed correct a type ia endoleak and the migration. A vnmc43x43x55mm and heli-fx endoanchors were implanted in a proximal position to the renal arteries extending out of the previous graft. Upon completion angiogram, there was no evidence on any endoleaks.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the treatment of an abdominal aortic aneurysm of unknown size. It was reported that the patient returned for follow up 16.5 years later and cta showed migration of the stent graft. As per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored.